Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the defibrillation threshold test revealed that the right ventricular (rv) lead encountered high thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.